Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals were cracked; one seal was observed to be cracked when the delivery device was removed from the loading device and the second seal was cracked prior to loading. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the products in question.

Manufacturer narrative:
Additional lot # for second device: 25056479. Since the devices are not available to be returned to us, technical evaluations cannot be performed. Per our standard (B)(4), all events are tracked and trended to determine whether or not any trends develop. There were no nonconformances recorded in the lot histories which would be considered related in the reported event. (B)(4).